Event description:
It was reported that during an unknown procedure only some staples came out after firing. The cut line was complete. The surgeon used hand sewing to complete the procedure. The procedure was prolonged by 60 minutes. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information unavailable.